Event description:
Customer reports: loss of integration w/ infection, bone loss, & inflammation, there was no patient death or injury that occurred.

Event description:
Customer reports: loss of integration w/ infection, bone loss, & inflammation, there was no patient death or injury that occurred.